Manufacturer narrative:
A getinge field service engineer was dispatched to evaluate the unit. The fse performed various tests and functional checks were carried out on the machinery power system with frequent changes from 220v mains power to batteries and vice versa. The unit passed all performance and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during transport from one department to another, the cardiosave intra-aortic balloon pump (iabp) unit malfunctioned. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.